Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the superficial femoral artery (sfa) and popliteal artery. The catheter was successfully tracked into the lesion with all 300 pulses delivered without difficulty. Upon removal, the physician noted a piece of arterial intima attached to the catheter, although there was no evidence of vessel rupture, and the rest of the procedure was completed without complications.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Manufacturer narrative:
The device referenced in this report was received at shockwave medical, inc. Evaluation of the subject device revealed kinks on the device outer shaft proximal to the distal tip, with no other damage observed. All emitters showed signs of wear, confirming device usage. The device was successfully passed through a 6f introducer without incident. In conclusion, the returned device showed no evidence of physical damage that could have contributed to the reported event. The cause of the reported vascular dissection and subsequent arterial intima attached to the catheter could not be definitively determined based on the information available. There was no ivl malfunction reported.